Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was oversensing. The device sensitivity level was decreased to successfully prevent device oversensing. The device and lead remain in use. No patient complications were reported as a result of this event.